Event description:
A female patient, age unknown, had pelvic floor reconstruction involving both anterior and posterior repairs to correct both cystocele and rectocele. The product, xenform, was implanted in 2007. Following surgery, the patient had difficulty voiding her bladder. She was given a catheter on two separate occasions to help her void. On the following month, the patient underwent additional surgery where the surgeon cut and loosened the anterior repair. The patient continues to use a catheter but is getting better.

Manufacturer narrative:
Suspect medical device. One product device was used during the surgery. The part number of the device 830-245. There was no information available as to the product lot number or expiration date. Since the product lot number was not provided, no history record could be reviewed. It is likely that the product was implanted in such a way that it made voiding from the bladder difficult. This was corrected following a second surgery. We do not believe that the device caused or contributed to the patient's problem.